Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and failed battery alarm. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated display was blank currently. It was unknown whether the display return to normal after insertion of fresh battery or not. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.